Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing shock impedance measurements, up to 140 ohms. Boston scientific technical services (ts) was contacted and confirmed that there was no evidence of over-sensed noise nor variable amplitude measurements. Thorough provocative maneuvers and potential diagnostic imaging was discussed. Additionally, because the implantable device is nearing the normal elective replacement indicator (eri), it was recommended to assess the rv lead when connected to the replacement device. The patient was subsequently seen in-clinic where the recommended isometrics and a chest x-ray were performed. The results were forwarded to ts and it was discussed that the imaging revealed no abnormalities and there was evidence of myopotential over-sensing. A commanded shock test would be performed at the device replacement procedure for normal battery depletion. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing shock impedance measurements, up to 140 ohms. Boston scientific technical services (ts) was contacted and confirmed that there was no evidence of over-sensed noise nor variable amplitude measurements. Thorough provocative maneuvers and potential diagnostic imaging was discussed. Additionally, because the implantable device is nearing the normal elective replacement indicator (eri), it was recommended to assess the rv lead when connected to the replacement device. The patient was subsequently seen in-clinic where the recommended isometrics and a chest x-ray were performed. The results were forwarded to ts and it was discussed that the imaging revealed no abnormalities and there was evidence of myopotential over-sensing. A commanded shock test would be performed at the device replacement procedure for normal battery depletion. 1.1 joule commanded shock testing was performed and the shock impedance measurement was in-range at 98 ohms. The device was subsequently explanted for normal battery depletion and the physician elected to leave the rv lead implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing shock impedance measurements, up to 140 ohms. Boston scientific technical services was contacted and confirmed that there was no evidence of over-sensed noise nor variable amplitude measurements. Thorough provocative maneuvers and potential diagnostic imaging was discussed. Additionally, because the implantable device is nearing the normal elective replacement indicator (eri), it was recommended to assess the rv lead when connected to the replacement device. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.